Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine [20 mg/ml] at a dose of 6.204 mg/day via an implantable pump. The indication for use was not provided. It was reported that the pump alarm was active. The log data was analyzed as diagnostics/troubleshooting and showed there was a critical alarm due to motor stall. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. The pump was replaced. It was unknown if it would be returned. The issue was resolved and the patient was doing well at the time of the report. No further complications were reported or anticipated.